Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump history did not record alarms given by the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, a review of the black box data showed that "pump not primed" warnings were observed and the force readings do not reach zero. All cartridge changes in the black box occurred when there were more than 20 units of insulin remaining in the cartridge. A rewind, load and prime sequence was performed successfully with no alarms. The pump was primed until 20 units remained in the cartridge at which point a "low cartridge" warning was given and was accurately recorded in the pump's history. A loss of prime was induced and the pump responded with the appropriate visual and audible alert. The pump was exercised for 24 hours with no loss of prime occurring. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.